Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000mcg/ml at 1500mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing intermittent therapy for ¿an unknown length of time¿.  The date of the event was unknown (day, month, and year unknown).  Catheter access port (cap) aspiration was unsuccessful or inconclusive at best.  The pump logs were also read and everything looked good per the physician.   The spinal incision was opened.  The catheter was cut in the spinal segment and re-anchored.  A new collett was used to reconnect the two pieces of catheter. Upon pulling the spinal segment back a few centimeters, the physician visualized free flowing cerebrospinal fluid. The catheter was then joined with a new collet. The cap was then successfully aspirated and the system was primed. The issue was resolved as of (B)(6) 2021.  The patient was without injury regarding their status as of (B)(6) 2021.  There was no known cause of the issue per the physician.  The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.